Event description:
It was reported that on an unknown date, a 25 mm trifecta gt valve was implanted in the patient. On an unknown date, the implant failed, and the patient required an open-heart surgery to get it repaired.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.